Event description:
During a shift change the pt's previous rn noted that the tube feed pump was not delivering the free water flushes ordered in the pump. Per nurse manager's request we are keeping pump intact, paging biomed and writing safety net.